Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a solution set. The device was setup to deliver a medication bag containing 0.9% sodium chloride, mannitol, and cisplatin using a single channel pump; however, the customer received a downstream occlusion alarm and no flow through the solution set. The issue was identified during patient infusion. To resolve this issue, the setup was troubleshooted by setting up with a new primary line, repriming the micron filter, omitting the non-baxter closed male luer, and the tubing was straightened (instead of taped on the patient¿s arm in a loop). The solution set was reconnected to the troubleshooted setup and was able to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further review of this report, it was noted that there was no allegation against the solution set, as the no flow issue was resolved when the tubing was straightened (instead of taped on the patient¿s arm in a loop). After troubleshooting the set-up, the tubing was reconnected and was able to infuse. Therefore, the solution set is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.